Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2008, inratio- 1.5, lab- 2.2, mean - 1.85, confident limits 1.3-2.7. As per internal procedure rev.2 the inratio and lab values are within the confident limit. The product will not be investigated. Also the caller was not sure the pt did the testing in between the dosage of medication. The nurse did a self test and obtained 1.0.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 1.5, lab: 2.2.